Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotalink burr was selected for use. During the procedure, when the package was opened, it was found that the probe of the burr catheter was not in place. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotalink burr was selected for use. During the procedure, when the package was opened, it was found that the probe of the burr catheter was not in place. The procedure was completed with a different device. No patient complications reported. It was further reported that the after the physician opened the product packaging, they found that the connection part of the burr and the advancer including the drive shaft and the handshake connection was missing, and pushing the burr end was also ineffective.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotalink burr was selected for use. During the procedure, when the package was opened, it was found that the probe of the burr catheter was not in place. The procedure was completed with a different device. No patient complications reported. It was further reported that the after the physician opened the product packaging, they found that the connection part of the burr and the advancer including the drive shaft and the handshake connection was missing, and pushing the burr end was also ineffective.